Event description:
It was reported that during the embolization procedure, resistance was encountered when advancing the coil through the microcatheter and the physician decided to remove the coil. When the physician pulled the delivery system back to remove it, the coil was found to be unintentionally detached. The coil was removed in its entirety along with the microcatheter and the procedure was completed using another coil. No patient injury was report.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.